Event description:
It was report the rhl450-1 hydraulic lift was being used to lift a patient when the link connecting the handle to the piston rod suddenly snapped. Although the patient was dropped approximately two inches, he landed back into his chair. No patient injury was reported as a result of this event.